Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case, bottom case and plunger case. The event history log confirmed a motor rate error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the stepper motor was not working as intended. The stepper motor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate error. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.